Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Software revision v4-1.02. Additional information has been requested for resolution. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the event. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported a bilateral case of corneal haze, observed at nine weeks post photo refractive keratectomy (prk) treatment. Reporter indicated topical steroid eye drop dosage was increased. Additional information has been requested there are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.